Event description:
The device was implanted on 9/10/1996, for arterial infusion of fudr for treatment of cancer. On 6/17/1997, the facility's study coordinator informed the MFR's (MFR) clinical affairs department via a therapy complications report that during a monitoring visit it was noted by a MFR representative that the postoperative perfusion scan done on 9/17/96, showed a small area of activity outside of the liver suggesting extrahepatic perfusion. The report stated the following: "the tcmaa hepatic perfusion study showed evidence of a small amount of activity outside the liver. It was felt at that time that the finding was not clinically siginificant. The pt was started on chemotherapy and monitored clinically. Further workup of the possible misperfusion was not merited. " no further details were provided at this time.